Event description:
The manufacturer received information from uno legal litigation in reference to a dreamstation bipap autosv with an allegation of dizziness and/or headache. Also alleging it caused neck pain, shoulder pain. And an allegation that they gained about 50lbs, and memory and sleep were greatly affected. There was no report of medical intervention. This device is not part of the recall. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.